Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that fluid in the pump pocket was observed; "catheter dye test to be planned". A subsequent report noted that "subcutaneous fluid has been accumulating around the pump since about 2 weeks ago. The pt will be admitted to the hospital for the purpose of examination, and a contrast study will be performed". It was unk if the issue was device related.